Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 39 colony forming units (cfus) of candida albicans and 7 cfus of klebsiella pneumoniae on 21 february, 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar 05, 2024 sampling from: all channels cfu: 2 bacterial identification: coagulase-negative staphylococci and bacillaceae sampling from: distal end cfu: <1cfu bacterial identification: no detection the facility cleaning disinfection and sterilization practices (cds) information was reviewed and there were no obvious deviations from the reprocessing procedures from the instruction manual. The device was evaluated where no abnormalities were identified that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.